Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that "despite extra benadryl and solucortef," the patient experienced nausea, shortness of breath and facial flushing after infusion of 20 ml of a taxol infusion that was combined with other unspecified medication. Although requested there were no other event details provided by the customer.

Manufacturer narrative:
Add'l info.